Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. The customer's reported complaint of the thermogard displayed mid: 26 (low battery) error message was confirmed through functional testing. The issue was attributed to a low voltage battery. The lithium battery was replaced to remedy the issue. After the repair, the console is working as intended for use and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4). Date of event is unknown.

Event description:
As reported, during setup, thermogard xp ivtm system (sn (B)(4)) displayed mid: 26 (low battery) error message when powering on. The customer used another system to continue the temperature management therapy. There were no reports of patient consequences.